Event description:
Ous MDR. It was reported that both leads show rubbed-off spots (in the subclavian area). There is no information on the length of implantation. The leads were explanted. The other lead explanted was a selox st 60, MDR 1028232-2008-00517.

Manufacturer narrative:
The analysis checked the mechanical and electrical properties of the leads. The analysis revealed damage to the insulation by fraying at both leads in a spatially limited area. In addition, the electrical conductors of the corox otw were broken at this place. These damage manifestations must be regarded as the main causes for the complained-about detection of artifacts. In both leads, this damage manifestation is with high probability the result of the simultaneous occurrence of strong and excessive pressure on the lead body in the implanted state. The characteristics and position of the damage indicate a subclavian crush syndrome, i.e., the jamming of the lead between clavicle and first rib. The analysis of the damages at the lead did not provide any indications for manufacturing errors or material defects.